Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the alarm sounded on the high flow insufflation unit and the power turned off. The issue occurred during preparation for use for an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the result of the investigation, the event occurred due to main board failure. However a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.